Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis (tgt3415/8405920) to repair a thoracic aortic aneurysm with the diameter of 52 mm. Prior to the device implant debranching surgery from the ascending aorta to brachiocephalic, left common carotid, and left subclavian arteries was performed. During the procedure the patient's aorta was ruptured, and the rupture was surgically repaired. The cause of the rupture was unknown; however it was reported that it was device-related. Total amount of blood loss during the whole procedure was 3,500ml. It is unknown if transfusion was performed. The device remained implanted, and the final angiography showed no endoleak. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up images revealed a proximal type I endoleak, and the physician elected to monitor the patient. On (B)(6) 2011, the patient was discharged. Subsequent follow-up images showed that the endoleak persisted and the aneurysm enlarged to 56 mm. The physician elected to monitor the patient. On (B)(6) 2013, the patient expired due to ventricular fibrillation. The patient's death was reportedly not device or procedure-related. No further information is available.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
After the tag device was implanted successfully, the physician attempted to implant a talent device proximal to the tag device. During manipulation of the delivery catheter of the talent device at the ascending aorta, its leading olive perforated and ruptured the aorta. After the rupture was repaired surgically, the talent device was advanced via antegrade approach from the ascending aorta, and implanted proximal to the tag device with no further reported issues.

Manufacturer narrative:
Review of the file determined this event to be non-reportable due to the fact that the adverse events can be attributed to the talent device, and not the gore device. This medwatch will be retracted.